Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the technical assistance center (tac) representative indicates that a white residue in the air/water channel and cylinder was found. There was no patient involvement.